Event description:
It was reported that during implant, the right ventricular (rv) lead had consistently low impedances. The rv lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant, the right ventricular (rv) lead had consistently low impedances. The rv lead was removed and a different lead was implanted. It was later reported that the alligator clips were attached to the lead connector wrong during testing. The clips had been attached to the two most distal rings on the df-4 connector of the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant.